Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder had intermittent energy and a small piece of plastic from the c02 seal/port within the cannula where the tool is inserted broke off. The piece fell into the pt and was retrieved from the original incision. The same kit was used to complete the procedure. There were no pt effects reported. The product was returned.